Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the atrial lead exhibited high capture thresholds. The lead was explanted. While attempting to implant a new atrial lead, despite multiple positioning, the lead failed to sense. The lead was not used and a new lead was implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.